Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed when it was placed on standby. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device failed when it was placed on standby. The device was sent to bench repair, where the device was tested several times and compared with other ventilators. The issue could not be compared, as the device was functioning as intended. Further case information regarding the reported issue is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the issue; however, no response was received. No further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.